Event description:
It was reported that during the whipples case, whilst doing an anastomosis of the bowel to the stomach, it was found that the staples did not form properly. They were visibly sticking out. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.